Manufacturer narrative:
Continuation of concomitant: model: d224trk, crt-d; implanted: (B)(6) 2013.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high pacing impedance, oversensing artifact/noise and a lead fracture. Which resulted in the patient receiving an inappropriate therapy. Reprogramming was completed and then the lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.